Event description:
After implant was completed during standard post-operative imaging, the physician discovered a pneumothorax. Patient was brought into the or and thoracic surgeon inserted a chest tube to treat the pneumothorax. Ent physician replaced and repositioned the sensing lead. This resolved the issue.